Manufacturer narrative:
This report is for an unknown device/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, in the past 4 (four) weeks, the surgeon had (ten) 10 different items screws including the screw self-drilling 8mm broke. It is unknown how many screws were broken. Fragments were generated from broken devices had to drill out. There was a surgical delay of ten (10) minutes. Procedure was successfully completed just had to put in another screw. Patient outcome had to leave some of the broken screw inside the tissue. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).